Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "short term patient outcomes after total knee arthroplasty: does the implant matter?" Written by ilda b. Molloy, benjamin j. Keeney, michael b. Sparks, nicholas g. Paddock, karl m. Koenig, wayne e. Moschetti, and david s. Jevsevar published by the knee (2019) 687-699 accepted by publisher 27 january 2019 was reviewed. The article's purpose "was to compare two different tka implants using patient-reported outcomes." Data was compiled from 2116 total knee arthroplasties of primary unilateral and bilateral tkas implanted between april 2011 through july 2016. Cement manufacturer was not identified. Patella resurfacing was not reported. Depuy products utilized: sigma knee system, attune knee system. Adverse events associated with sigma knee system: wound dehiscense treated by re-operation, infection treated by re-operation, patellar maltracking treated by re-operation. Adverse events associated with attune knee system: wound dehiscense treated by re-operation, infection treated by re-operation, hemarthrosis treated by re-operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.